Event description:
In 2001, it was reported that the patient had pain and swelling following a period of excessive activity that would not resolve. In 2002, it was reported that the patient had revision surgery and the unispacer was found to be in a position too proud on flexion.